Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an impedance check was done and electrode 8 was greater than 10000 ohms. None of the patient¿s programs were using that electrode so the patient was still receiving great pain coverage. There were no falls or injuries reported that may have led to the issue. The issue was resolved at the time of the report. No patient symptoms reported.